Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent moved on balloon occurred. The (B)(4) stenosed target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending (lad) artery. A 2.50mm x 38mm synergy¿ drug eluting stent was advanced but failed to cross the lesion. In order to use a guidezilla¿ guide extension catheter for support, the synergy¿ stent was removed outside the patient's body where it was noted that the distal edge of the stent had shifted from the delivery system marker side. The procedure was completed with a different device. No patient complications were reported.